Event description:
During initial implant, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was damaged while attempting to explant the lead. A new lv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up and clogged distal to the connector pin. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. A review of the device history record confirmed that no issues were identified related to this reported event.